Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 15 injections were performed with the catheter.

Event description:
Cryoablation procedure performed (B)(6) 2014. Information received by medtronic indicated that the patient reported dyspnea the morning of (B)(6) 2014. Symptoms improved with application of 2l oxygen. Chest xray revealed bilateral pleural effusions. Discharge to home was placed on hold and patient was treated with IV lasix. Symptoms completely resolved by (B)(6) 2014 am and patient was discharged to home.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.